Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(4) 2010, product type lead. (B)(4).

Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. The device had reportedly never been in that state (of overdischarge) before, per the patient. The last time any stimulation was felt was over 12 months ago. The last successful recharging session was over 12 months ago. It was noted the patient didn¿t have the pain for a while. It was reported the ¿wires were floating everything else and getting zapped¿ and the device didn¿t take a charge anymore. The patient reportedly tried for over 2 hours to get it to charge and connect and it never did. The patient could hardly walk. It was noted the wires were not even attached anymore. It was noted the patient could feel ¿it floating it around¿ and got cramps in her back and ¿had it before and could always feel it in same spot¿ and now the wires did not feel like they were in the same spot. The patient had an appointment with the health care provider (hcp) on (B)(6) 2014 regarding the stimulator. The patient just wanted someone to ¿call the doctor and tell him who can take out.¿ it was noted the hcp was going to ¿take out something and put something in for your discs or vertebrae.¿ the patient was unsure what the hcp was going to do surgically for her spine, but had not seen him in 6 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their ins battery replaced "they think in 2015". No further information was reported.